Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the drill broke during the procedure. The broken piece was removed.

Event description:
It was reported that the tip of the drill broke during the procedure. The broken piece was removed.

Manufacturer narrative:
Alleged failure: the doctors were utilizing the microfx drill system to microfracture a chondral defect in a hip scope. The 90deg hip length drill guide with the black snap cap were selected. The drill was chucked correctly to the corresponding laser line. The first drill hole was flawless. During the second drill, the distal end of the drill bit broke where the drill turns flexible. The drill broke while it was bottomed out in bone. The distal end of the drill bit was buried in bone with the remaining portion of the drill hanging in the joint. The drill was running at full speed before it hit bone and stayed on full speed until it snapped. Proper technique was performed from start to finish with minimal force being put on the drill, letting the drill do all of the work. To remove the piece of the drill stuck in bone, the doctor had to use a pean forcep to grab the remaining piece and mallet the handle to force the drill out of the bone. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) not running drill when removing bit from bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.